Manufacturer narrative:
Unconfirmed- the fault could not be confirmed. The device and the investigation of the issue could not confirm the fault occurred. The customer returned battery operates within specification.

Event description:
It was reported that a medfusion¿ 3000 series syringe pump battery was installed on 23rd of march and plugged in with the ac cord. The battery reading displayed, 1600, sign of a good battery, and it showed that the battery was still taking a charge. However, once the ac power was disconnected, the pump alarmed battery not working.